Manufacturer narrative:
D10): device returned to manufacturer on 10 march 2020. H6): method, results and conclusions codes populated, now that device evaluation is complete. Device evaluation: the device was evaluated on 18 march 2020 by a cross functional engineering team. During the evaluation it was noted that the device was returned with the balloon protector on the working length of the device and the balloon fully deflated. Biologics were observed in the device''s guide wire lumen. There were no noticeable kinks on the working length of the device. Next, the cross functional team attempted to feed a guide wire through the distal tip of the guide wire port. They were not able to make it through the guide wire port due to biologics. Using the same guide wire, the team attempted to feed it through the proximal tip of the guide wire port. The guide wire was also stopped approximately 12 inches from distal tip due to biologics. Next, the team attempted to inflate the balloon using a 60ml syringe of fluid. Fluid was noted coming out of the guidewire port after injecting 3ml of fluid. The leak was steady, coming out of the guide wire port during the entire process of inflating the balloon. Balloon was able to be inflated without any obvious leaks in the balloon. Next, the team attempted to deflate the balloon using the same 60ml syringe. After extracting 9ml of fluid into the syringe, bubbles were observed being drawn into the syringe. After the first attempt to deflate balloon, there was 24ml of air in the syringe. The balloon was still slightly inflated after first attempted to deflate. After the second attempt to deflate, 58ml of air was noted in the syringe. Next, with the balloon fully deflated, the team injected 5ml of bubbles through the guidewire port while they had an empty 6ml syringe attached to the balloon port to act as a pulling vacuum. While pulling vacuum through the balloon port, air bubbles were seen exiting the guide wire port and entering the balloon port. This leaking was observed to be occurring at the proximal adhesive area. Visually, bubbles were identified entering through the proximal adhesive area, around the outside diameter of the dual lumen tube, into the balloon inflation port. This confirmed the breach occurred at the proximal adhesive area. The team could not determine when or how the breach occurred. However, this has been determined to be a production process related issue.

Manufacturer narrative:
Patient weight unavailable.

Event description:
A lead extraction procedure commenced to remove one right ventricular (rv) lead due to non functional/redundant lead. Prior to the procedure, a spectranetics bridge occluding balloon catheter was prophylactically inflated to ensure superior vena cava (svc) occlusion in the event that an emergency occurred during the procedure and required use of the bridge balloon. The bridge balloon was placed on the guide wire and prophylactically inflated within the patient. However, during the attempt to deflate the device to then ''stage'' the deflated bridge balloon within the patient for its use if necessary, bubbles were noted in the syringe instead of just the contrast mixture used to inflate the bridge balloon, and the balloon was not fully deflating. A new stop cock was utilized, along with the syringe being used straight onto the balloon port, with neither attempt eliminating the air bubbles from entering the syringe. The syringe was repeatedly used to extract the contrast, contents expressed and then the syringe reattached to balloon until it fully deflated. Per report from the rep who was present in the procedure, the physician felt confident that this device would inflate in the event of an emergency, so the device was ''staged'' in the patient's inferior vena cava (ivc). There was no adverse event; it was not necessary to utilize the bridge balloon in the procedure, and the procedure was completed with no reported patient harm. The manufacturer is awaiting return of the bridge device for evaluation, but has not received the device back at this time.